Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The implant was torqued to 45 ncm. The clinician reported the patient had a limited blood supply and dense bone. The patient's pain and implant mobility were noted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.